Event description:
Pt was implanted with a bak 9mm and silhouette pedicle screws in 2001. On nov. 8, 2002, pt complained of low back pain. X-ray taken on nov. 8, 2002 indicated the locking nut was popped off at l5, the rod was displaced and there is a broken screw at s1. The physician has indicated a revision surgery will be required.